Event description:
The customer called in to report the suction was low on her pump in style which has caused her ducts to get clogged and she developed mastitis. She was prescribed antibiotics by her physician which resolved the issue.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. The customer did indicate that she was prescribed antibiotics by her physician and took them for 7 days which has now resolved her mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed.p. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.